Manufacturer narrative:
Event date is an estimate as the lead was noted to have decreased impedance during the week of (B)(6) 2021. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon examination, it was noted that the left ventricular lead was exhibiting the same electrogram as the right atrial lead during an atrial fibrillation episode. After performing a threshold test, the left ventricular lead exhibited no capture at high output. It was also noted that the lead impedance had been decreasing a few days prior before stabilizing on (B)(6) 2021. The patient was brought to the clinic for an x-ray where the lead was confirmed to be dislodged. X-ray showed the lead had retracted back into the right atrium. Left ventricular lead functions were turned off and no lead revision was scheduled at this time. The physician elected to continue to monitor the lead. There were no adverse consequences to the patient.